Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited both oversensing of t waves and under sensing if r waves reporting erroneous pause events. The patient was brought into the office and reprogramming was completed. Some r waves could not be sensed at max sensitivity so the decision was made by the physician to turn off pause notifications. The patient is stable.